Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/05/2013 with the following findings: the pump keypad was observed to be intact with no tearing or peeling. The keypad buttons were tested and responded appropriately to presses. The keypad was removed and contamination was found under the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked. Also unrelated to the complaint, the display screen was found to be faded and discolored; the display screen was replaced with a test screen and the display returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.